Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam.. Patient alleged stroke. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2021-05303. This report was submitted as a duplicate report of the previously submitted report.